Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Fragments were accounted for and found during investigation/evaluation process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a meniscal root repair procedure, the jaw on the ar-12990, knee scorpion broke off as the surgeon was passing the suture through the meniscus. The surgeon used a grasper to remove the broken piece. The case was completed using a competitor device, to pass the suture through the meniscus. The device was a spectrum designed for soft tissue labral repair.